Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) lead explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.additional information was received that the reason for the scs explant was due to inadequate stimulation and the patient also felt like the scs leads were poking. The patient also underwent an implantable pulse generator (ipg) explant procedure and was doing well postoperatively. No further information has been obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the date the manufacturer became aware.block d2b: qrbadditional suspect medical device component involved in the event:product family: scs-linear leads.upn: m365sc2317500. Model: sc-2317-50.serial: (B)(6).batch: 7072779. UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) lead explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the date the manufacturer became aware. Block d2b: qrb additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 7072779 UDI: (B)(4).